Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from itx to odg.

Manufacturer narrative:
This supplemental report is being submitted to provide the olympus endoscopy support specialist (ess) findings. The ess visited the user facility on october 17, 2017 to observe the staff¿s reprocessing practices and to provide a reprocessing in-service. The ess found no reprocessing deviations performed.

Manufacturer narrative:
Olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. As part of our investigation, olympus performed an instrument service history review and found no information on the reported scope. In addition, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been finalized. If additional information is received at a later date, this report will be supplemented.

Event description:
Olympus was informed that after an unspecified procedure, the scope was viewed under a microscope and found an unspecified bacterium on the scope. It was further reported by the user facility that the scope may have been improperly reprocessed by newly hired staff. The user facility has requested for a reprocessing training in-service by an olympus endoscopy support specialist (ess). There are no reports of patient infection.